Event description:
It was reported that a patient reused single use supplies. The patient received unrelated alarms during an unknown fill cycle in peritoneal dialysis therapy. The patient then started therapy over with the same supplies and was in the initial drain cycle when troubleshooting began. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to reuse supplies during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted.